Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Patient presented for day 1 post op at (B)(6). Eyes felt slightly dry. Customer noted vision left eye (os) slightly blurrier than right eye (od). On slit lamp exam, found to have striae (horizontal) through the visual axis, os flap. Patient eyes were re-prepped and taken into surgery suite where surgeon lifted, stretched and repositioned the left flap. All gutters were clean, flap in good position. Drops were to be continued as directed. Zymxid four times daily (qid) on both eyes (ou). Prednisolone every 2 hours (q2h) ou and pressure free tears every 1 hour (q1h). On (B)(6) 2013, post-op received from affiliate. Patient doing well. Visual acuity sans correction (vasc) was 20/20 od and 20/20 os.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation impossible. Customer indicated that the procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.